Event description:
Patient reported that the device's lancet carrier is not fully retracting, resulting in the lancet protruding from the end-cap. Patient noted that she scratched herself with the protruding lancet while trying to remove it from the carrier. No treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.